Event description:
The pt is female who underwent a hysterectomy and right salpingo-oophorectomy approximately seven days ago, who had the onset of abdominal pain worsening over the past 24 hour time period. She had increasing pelvic pain and CT scan, which showed evidence consistent with pelvic abscess. Temperature was also febrile. Decision was made to explore her suggested debility of radiology to perform percutaneous drainage of this pelvic fluid collection and also to evaluate whether or not this was a perforation. Of note, immediately upon entry into the abdomen, there was noted to be some scarring and adhesions. There was no gross or frank exudate and no foul odor was noted upon entry. The pelvis was irrigated with normal saline solution containing mefoxin and once again, the area where the sigmoid colon was somewhat adherent to the surrounding retroperitoneal structures from the previous total abdominal hysterectomy were carefully identified down into the deeper portion of the pelvis near where the cuff would be, was noted to be some fibrillar present, which is partially dissolved. This was removed with a combination of debakey forceps and suction. Irrigation was once again performed with no evidence of gross frank bleeding. With further dissection and finger fracture technique, an area was entered where there was drainage of serosanguinous and almost liquefied hematoma. There was no evidence of exudate and after further re-inspection down to the level where the vaginal cuff was and further removal of fibrillar it was again noted no injury to any of the intra-abdominal or retroperitoneal structures. After this was completely surveyed, and also the area where the right salpingo-oophorectomy was performed, it showed no evidence of active bleeding or injury, the decision was made to irrigate once more and close the abdomen.

Manufacturer narrative:
Date sent to the FDA: 06/07/2006. Abscess occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional info from the user facility report: surgicel fibrillar.